Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref.(B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision asr xl - left hip, reason for revision: infection (tested and positive culture confirmed). Update rec'd 22 january 2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, prior to revision the patient came in with complaints of pain and swelling. The patient was revised to address a septic and loose hip. Upon entering the hip joint there were pronounced manifestations of necrosis in the soft tissues. Upon removing the cement mantle the dorsal wall appeared especially thin and broke through in one place. The breakage was cabled. Purulent secretions drained from behind the acetabular cup. At this time, an unknown component is being added to the complaint and reported for loosening. The complaint was updated on: 02/05/2016.